Event description:
Patient reported ¿seroma¿ and ¿capsular contracture,¿ baker grade unknown, for the unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture and seroma-late.

Event description:
Patient reported ¿seroma¿ and ¿capsular contracture,¿ baker grade unknown, for the unknown side. Device remains implanted.

Event description:
Patient reported ¿seroma¿ and ¿capsular contracture,¿ baker grade unknown, for the unknown side. Device has been explanted.

Event description:
Device remains implanted.